Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy and was unable to enter MRI mode. Diagnostics revealed high and low impedances on the lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.